Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: e volutr-34, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and the valve remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an implant procedure of a transcatheter bioprosthetic valve occurred within an existing surgical aortic root bioprosthetic valve. The inner diameter of the existing surgical aortic root valve was 24.5 millimeter (mm). A non-medtronic double-curved wire was used. Although aware of the recommended three recaptures, approximately 5 valve attempts were made with pacing between 120-160 beats per minute (bpm). With each of these attempts the valve dislodged into the ventricle or towards the aorta. With the fifth recapture, there was resistance in the delivery catheter system (dcs) deployment knob. However, the valve was recaptured and removed from the patient. Of note, the resistance was caused by a leaflet from the existing surgical aortic root valve that became stuck in the capsule during recapture. Part of the leaflet was found inside the dcs capsule once the dcs removed. The blood pressure dropped and asystole presented. Cardiopulmonary resuscitation (CPR) was preformed for approximately 7-10 minutes and the patient recovered their own rhythm. A different valve was loaded within a new dcs and new attempts performed to position the valve. During the final valve release, the valve was positioned deep and dislodged even deeper. The implantation depth was about 15 mm with unspecified regurgitation. As result, a non-medtronic transcatheter valve was also implanted valve-in-valve. Hemodynamics recovered but the decision was made to keep the patient in total anesthesia for 24 hour. After 24 hours, the patient recovered. However, first degree atrio-ventricular block and left bundle branch block (lbbb) were identified. Treatment for the rhythms were not reported. Additionally, due to the medtronic transcatheter valve deep position mild to maximum moderate mitral insufficiency occurred. Treatment for the mitral insufficiency was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a pre-implant balloon aortic valvuloplasty was not performed. The second valve was fully deployed on the first attempt at an intended depth of 3-5mm, but the valve dislodged ventricular to an approximate depth of 15mm. Per the physician, there was no calcification on the existing surgical valve which made it difficult to stabilize the transcatheter valve and resulted in the dislodgement down towards the ventricle. Following implant of the valve, severe paravalvular leak was observed. No treatment was reported. No treatment was provided for the mitral insufficiency. A permanent pacemaker was implanted to address the intermittent av block. The mitral insufficiency was stable and no treatment was done to address this. The patient recovered and was discharged home in good status. No adverse patient effects were reported. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was discarded by the customer and therefore was unable to be returned for analysis. The medtronic valve (f073426) remains in the patient, so no product analysis could be performed. No procedural images were provided for review. It was reported that the valve was attempted to be deployed approximately five times, however, on each attempt, the valve dislodged into the ventricle or towards the aorta. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Per the physician, there was no calcification on the existing surgical valve which made it difficult to stabilize the transcatheter valve and resulted in the dislodgement down towards the ventricle. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The reported event indicates that on the fifth recapture, there was resistance in the dcs deployment knob and the capsule did not respond. However, the valve was successfully recaptured and removed from the patient. It was reported that the resistance was caused by a leaflet from the existing surgical aortic root valve that became stuck in the capsule during recapture. Part of the leaflet was found inside the dcs capsule when the dcs was removed from the patient. Photographs of the leaflet were provided for review. There was no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to these events. It was reported that the valve was attempted to be deployed approximately five times prior to the withdrawal of the system from the patient. Per the evolut system instructions for use (IFU), ¿deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient.¿ therefore, this indicates off label use. Conduction disturbances, such as complete heart block and EKG/ECG changes, are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse event per the device IFU. Regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. It was reported that the valve dislodged to a depth of 15mm, likely contributing to the hemodynamic instability and pvl. Mitral valve interaction is a potential adverse event associated with the implantation of the valve and it can be attributed to factors such as valve position and implant depth where the depth can impinge on the mitral valve function or damage the mitral valve. It was reported that the valve dislodged to a depth of 15mm. Although this was a likely contributing cause, this could not be confirmed by medtronic with the limited information available. A device history record (DHR) review was performed on the dcs and there were no correlations/ issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Review of the device history record for this valve found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.